Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number/serial number.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2.5 - 3. Inratio inr = 4.2. Lab inr (venous) = 2.3. Time between tests two hours. Exact date for values received is unknown, only that it was sometime in december. No reported adverse patient sequela.

Manufacturer narrative:
Corrections: all fields of this report have been intentionally left blank as it has been determined this MDR is a duplicate of MFR report number 2027969-2016-00128. This MDR is no longer necessary and this event is captured in alternate report. Please refer to MDR 2027969-2016-00128 for information regarding this event. (Type of reportable event) only selected as malfunction to represent decision from intial MDR.